Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted during testing. The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, scratched lcd window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer stated that they were able to rewind without a motor error alarm. The customer performed displacement test and self-test. The customer stated that the insulin pump passed both displacement test and self-test. The insulin pump will be returned for analysis.